Event description:
Pt status post 2 level vectra-one plate, levels unk, implanted on an unk date was discovered to have a superior screw backing out about 1mm from the vertebral body and plate. Pt is asymptomatic. It is not known if surgeon is removing the hardware. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.